Event description:
Caller reported that a pump malfunction occurred during a software update at 45% completion. There was no adverse impact to the customer¿s blood glucose level. Corrective actions included replacing the pump. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.